Event description:
During a core bone biopsy of the tibia, a synthes trephine 5.5mm attachment (model #03.111.025) 5.5mm was removed from use when it was appreciated that 2 of the teeth on the trephine were missing/broken.